Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced, it was only discovered in the error log. It is likely the reported event occurred due to a defective generator board, use error, and/or defective footswitch. As the error was temporary, possible causes include; interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault), the operator activates the footswitch during generator booting (temporary fault caused by user action), a defective footswitch due to short circuit in plug (temporary fault), a defective footswitch due to defective reed contact (temporary fault), a faulty cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent fault), and/or a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the generator was not working properly giving an error e432 error message. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: e433 rebooting error. There were no reports of patient harm. No procedure affected by this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem, of e432 error, was unable to be confirmed. E432 error is not a valid error code for this device. The device evaluation found that there were multiple e433 errors in the error log. The device evaluation found that the error was caused by a defective generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.